Manufacturer narrative:
The product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens implantation surgery, noticed that the lens was cloudy on both sides. Lens was remains implanted. There are two medical reports associated with same event. This file is 1 of 2. Additional information was received indicating the surgeon was unwilling to provide further details and no longer had access to the device serial number or related records. No further explanation was planned. The patient reportedly returns for annual routine follow-up.